Manufacturer narrative:
E1 - initial reporter phone:(B)(6).

Event description:
It was reported that vascular dissection occurred requiring intervention. The target lesion was located in the left anterior descending (lad) artery. A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, vascular dissection appeared at the proximal segment of the lad after stent insertion and forward blood flow was poor. Another stent was implanted to cover the dissection and the procedure was completed. No further complications were reported.

Event description:
It was reported that vascular dissection occurred requiring intervention. The target lesion was located in the left anterior descending (lad) artery. A 24 x 3.00 promus premier drug-eluting stent was advanced to treat the lesion. However, vascular dissection appeared at the proximal segment of the lad after stent insertion and forward blood flow was poor. Another stent was implanted to cover the dissection and the procedure was completed. No further complications were reported. It was further reported that the grade of dissection was not measured, however, it was considered a non-flow limiting dissection.

Manufacturer narrative:
E1 - initial reporter phone: (B)(6).